Event description:
Healthcare professional additionally reported "hole, non specific".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and broken sharp of plug strap. A leak test was performed which identified no leakage. A microscopic analysis was performed which identified broken sharp of plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is broken sharp of plug strap assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b.5, d.9., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.